Manufacturer narrative:
Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022722 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of severe pulmonary disease, hyperlipidemia, clinical copd, cardiac arrhythmia, abnormal stress test, smoking, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the right proximal internal carotid artery. Pre-procedure stenosis was 80%. The lesion length was 30mm and the diameter was 6mm. The lesion was moderately calcified and mildly tortuous. A precise pro rx 9 x 40mm stent was deployed at the target lesion. An angioguard rx size 6 was successfully deployed and retrieved. Final stenosis was 10%. The patient was discharged 2 days post-procedure. Approximately 8 months post-procedure, the patient had a repeat carotid revascularisation of the proximal right internal carotid.